Event description:
The account alleged they had an issue with the pt position module alarm sounding like the brake alarm. The account alleged that there was a pt fall because the alarms have the same tone and the nurses did not respond to the alarm.

Manufacturer narrative:
The tech performed the investigation and the account stated that no pt or persons have been injured or fell out of bed due to bed exit issues. The account had questions concerning why the bed exit alarms are different from older beds to newer bed models as they may not be recognizable to the nursing staff. No injury or issues with product.